Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the complaint that the device was getting very hot could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a frozen shaft and would not rotate. It was also observed that the bearings were corroded preventing the shaft from rotating. It was noted that these issues were consistent with immersion during cleaning which was failure to follow the directions for use. The assignable root cause was determined to be due to failure to follow cleaning and maintenance procedures per the directions for use which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the small battery drive device got very hot. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.